Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Implanted in 1992. Item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10441.

Event description:
It was reported patient was revised due to pain approximately 12 years post-implantation. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with operative notes. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: item # 163660, femoral head, lot # unk.

Event description:
It was reported that a patient was revised approximately 12 years post implantation due to minimal pain in the hip and groin, along with liner wear. During the procedure the surgeon notes acetabulum worn due to impingement and superior wearing from femoral head. Debris noted due to poly wear along with synovitis. Attempts have been made, and no further information has been provided.